Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported on 01/29/2010 that the patient had severe vaginal pain, and physical exam of vagina found mesh erosion at 10 o¿clock, tender, and 2-3 degree cystocele. It was reported on (B)(6) 2010 uroflowmetry was performed and impression was cystocele, voiding dysfunction, stress urinary incontinence, history erosion found elsewhere, vaginal vault prolapse, and frequency urgency. On (B)(6) 2010 an operation was performed for the purpose of lysis and excision of the lateral right vaginal forniceal portion of the distally migrated sling, cystourethroscopy, and oversewing of the vaginal mucosa. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia, mesh erosion, and vaginal scarring. She underwent mesh excision on (B)(6) 2010. Due to chronic pelvic pain and sling erosion and the patient underwent removal of mid urethral sling on (B)(6) 2012. (B)(4).